Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy due to patient not cleaning the leads. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned the leads for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.